Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of exposure and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: exposure on the inframammary fold; capsular contracture, baker grade IV; rupture.

Event description:
Healthcare professional reported right side¿ exposure on the inframammary fold (incision site), capsular contracture, baker grade IV, and rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, three opening assessed as surgical damage. ¿ exposure: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure crease fold was observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side¿ exposure on the inframammary fold (incision site), capsular contracture, baker grade IV, and rupture. The device has been explanted.